Manufacturer narrative:
Unit received with currents in specification. Unit unable to prime during the prime/delivery test due to faulty forced sensor resistor. No compromised force sensor alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and reservoir tube cracked.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer's blood glucose was 238 mg/dl. Troubleshooting was performed and insulin pump would be replaced.